Event description:
The nurse reported occlusions happening more than desired. The scrub technician noted the surgeon is turning the handpiece shield before and during each case, and believes this could cause poor or no handpiece flow. No other surgeons are having this problem. Two cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and didn't find any problems. The system was then tested and met all product specifications.